Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, the cartridge was re-inserted and insulin delivery was resumed. Customer's blood glucose was 180 mg/dl.